Event description:
According to the info received, one leaflet was immobile. During explant, one-half of the valve was covered with pannus and thrombus. The valve was replaced with a 23mm edwards perimount valve. Additional info has been requested.